Event description:
The date of event is unknown. Customer reported alaris pca module was set at a 4 hour rate but infused in 1 hour. The overinfusion of dilaudid did not cause any adverse effect to the patient and no medical intervention or reversal agents were given. Although requested, no additional information is available. Customer later reported that the event has been determined by the facility to likely be an operator error. Requested pca and pc unit event logs to be sent to the manufacturer for investigation.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Results and conclusions will be included in a supplemental medwatch report if event logs are received.